Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was contaminated with mycobacteria. The report indicated that maintenance was performed according to the IFU. There was no patient involvement. A sorin group service technician was dispatched to the facility to investigate the device. A visual inspection of the outer and inner parts of the sorin heater-cooler system 3t revealed residuals and biofilm in several locations including the tubing and pumps of the cardioplegia and patient circuit tanks. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. This unit has been disinfected and will be returned to service. As corrective action, (B)(4) was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2018-2015.

Event description:
Sorin group (B)(4) received a report that the heater cooler was contaminated with mycobacteria. The report indicated that maintenance was according to instructions. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system was contaminated with mycobacteria. The report indicated that maintenance was performed according to the IFU. There is no known patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch report. Disinfected by (B)(4), returned to service